Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer returned a used trima disposable set for investigation. Blood was noted throughout the set. The set appeared to be assembled correctly with no kinks, missing parts or misassemblies. The mini pinch clamps were assembled correctly and occluded the appropriate lines. The reservoir was noted to be almost completely full. The kit was flow tested and no leaks were present. No clotting or clumping was observed. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Signals in the run data file (rdf) indicated that the trima device operated as intended by flagging the procedure to verify wbcs. No further reporting will be provided as this does not represent a reportable event. Root cause: a root cause assessment was performed for this complaint. Analysis of the run data file show that the trima accel device detected wbcs escaping from the lrs chamber. The trima accel device has software algorithms in place that use the rbc output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminated the platelet product. The system message to verify the wbcs in the platelet product was displayed because during the procedure these algorithms on the trima accel device operated as intended and detected wbcs were escaping from the lrs chamber. The analysis of the run data file during the pas addition showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel clamps are left open or if partial occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs is pulled up and can enter the product bags, causing the product to turn pink or red. During the pas addition phase, the device monitors the correct closing of the channel line clamps. A ¿¿¿channel line clamp error¿¿¿ is generated when the device cannot verify that the channel lines are completely occluded. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then a ¿¿¿channel line clamp error¿¿¿ alert is generated. The procedure is flagged for potential wbc contamination. Upon connection of the second pas bag, the device has not detected pas, therefore a ¿¿¿pas prime error¿¿¿ alert was generated. It is possible though not conclusive, the ¿¿¿pas prime error¿¿¿ alert may have been caused by: * pas bag not connected correctly * pas bag frangible not broken correctly * pas line clamp not opened completely

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Red blood cell (rbc) spillover occurred during the procedure into the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the customer returned a used trima disposable set for investigation. Blood was noted throughout the set. The set appeared to be assembled correctly with no kinks, missing parts or misassemblies. The mini pinch clamps were assembled correctly and occluded the appropriate lines. The reservoir was noted to be almost completely full. The kit was flow tested and no leaks were present. No clotting or clumping was observed. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Red blood cell (rbc) spillover occurred during the procedure into the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.